Manufacturer narrative:
¿As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.¿

Event description:
The hip end effector broke during the impaction.

Manufacturer narrative:
Follow-up #1 and final report submitted to update sections d.3, g.1, g.4, g.7, h.2, h.3, h.6, h.10 and h.11 based on the results of investigation. Reported event: it was reported that the hip end effector broke during the impaction. Product evaluation and results: product inspection could not be performed as the product was not available for evaluation. Product history review: review of the product history records indicate (B)(4) devices were manufactured under lot no 19470816 and accepted into final stock on 07/18/2017. No non-conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 206967, lot number 19470816 shows 05 additional complaints related to the failure in this investigation. The complaint is pr 1668610, 1696857, 1739412, 1811568,1843774. Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available this investigation will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been an ncs and capas associated with the product and failure mode reported in this event. This is nc 1414603 and CAPA 1450905.

Event description:
The hip end effector broke during the impaction.